Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information:

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: distal end cap cover: insulation: threshold. Light guide rod lens (1x): cracked. Charged coupled device (ccd) cover lens: chipped. Bending section (a)-rubber glue: separated. A-rubber glue: worn out. Scope cover: scratched. Universal cord: wrinkle. Angulation: play. Angulation: less or specified value. Bending tube: shorten. Biopsy channel: wear and tear. Ccd-unit: white dots. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2022 it tested positive for over 100 cfus of pseudonomas aeruginosa and serratia marcescens. On (B)(6) 2022 it tested positive for 7 cfus of pseudomonas aeruginosa, citrobacter freundii complex, and coagulase negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is cantel isa. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is intercept plus cantel and the aer disinfectant is rapicide pa medivator cantel. The manual detergent is anios clean excel d and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, and distal end were brushed using asept in med manual brushes. The storage practice is hanging the scopes vertically in a simple cabinet, and olympus is the maintenance company. The scope was not sterilized. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.